Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified unspecified vessel. A 6.0mm x 40mm, 75cm mustang¿ balloon catheter was advanced to predilate the target lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The ruptured balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was attached to an encore inflation unit, subjected to positive pressure and a balloon longitudinal tear was identified. The tear was 5mm in length and was positioned 3mm proximal to the proximal markerband extending distally for approximately 4 mm. The proximal markerband was visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified unspecified vessel. A 6.0mm x 40mm, 75cm mustang¿ balloon catheter was advanced to predilate the target lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The ruptured balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and patient's status is good.